Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Unrelated to the display issue, the pump¿s history showed a time and date reset to factory default. During testing, the pump¿s battery was removed for six hours and the time and date reset was duplicated. During investigation, the pump¿s internal battery was found to be leaking. (B)(6).